Manufacturer narrative:
A ge service rep performed an on site investigation. Both system monitors were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed dark images and the system was pulled from service. No pt or user injury was reported.